Manufacturer narrative:
Device passed the displacement. Device received with minor scratched lcd window and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratched on the screen. The customer's blood glucose level was unknown. The customer also stated that insulin pump had cracked where belt clip attaches and screen scratches making hard to read to customer. The insulin pump will not be returned for analysis.